Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure the jaws of the device could not be re-opened while applied to tissue. This occurred after the sealing process. There was no pt injury.

Manufacturer narrative:
Device was received and evaluated. Evaluation summary: one ls1037 ligasure device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found tissue in the jaws. The reported condition was confirmed. The device was received with tissue stuck in the jaws, which prevented the jaws from opening. The jaws opened when slight forward pressure was applied to the handle. Afterwards, the jaws opened and closed normally using the handle. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. No further sticking occurred. The investigation identified the root cause of the reported event to be inadequate cleaning. The IFU states to minimize tissue sticking: keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. If information is provided in the future, a supplemental report will be issued.